Event description:
It was reported that one day post implant, the right ventricular (rv) lead dislodged and was in the atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.